Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result for a single patient sample (patient result = 0.770 ng/ml) processed on the . Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported to a clinician, therefore, a corrected report was not required (repeat of patient sample = 0.012 ng/ml). There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result occurred. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed "as needed" maintenance and adjustments to the reagent metering and incubator subsystems. Performance testing following service verified that the equipment was returned to expected operation. A definitive root cause for the event could not be determined. However, an analyzer related issue and/or an improper pre-analytical sample processing issue cannot be ruled out as a contributing factor. There is no evidence that the vitros tropi es reagent had malfunctioned.